Event description:
It was reported that a malfunction alarm occurred with no notable events prior. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, and it was confirmed that the same malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact technical support if any malfunction code recurred, which they acknowledged and understood.